Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Coughed [cough]; metal peg of the upper side broke off in son's mouth [device breakage]. Case description: a parent reported via e-mail on 26-feb-2017 that the oral-b brush metal peg of the upper side of an oral-b power oral care refill precision clean broke off in the mouth of his/her son of unspecified age; fortunately, his/her son was able to cough it out. The parent stated that the brush head was recently changed. The case outcome was recovered. No further information was provided. On 27-feb-2017 received parent's follow-up e-mail: the parent reported that the metal peg ended up in the drain but he/she still had the toothbrush head. No further information was provided.

Manufacturer narrative:
On 03-may-2017 product investigation results: reporter returned one toothbrush head on 20-apr-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Coughed [cough], metal peg of the upper side broke off in son's mouth [device breakage], product counterfeit [product counterfeit]. Case description: a parent reported via e-mail on (B)(6) 2017 that the oral-b brush metal peg of the upper side of an oral-b power oral care refill precision clean broke off in the mouth of his/her son of unspecified age; fortunately, his/her son was able to cough it out. The parent stated that the brush head was recently changed. The case outcome was recovered. No further information was provided. On 27-feb-2017 received parent's follow-up e-mail: the parent reported that the metal peg ended up in the drain but he/she still had the toothbrush head. No further information was provided.